Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
We have had two recent issues with an ez io driver failing at the point of use. It has been a number of years since we last had this problem and at the time we reported it to yourselves and the mhra. Additional information: while placing an io into a patient the drill lost power and was unable to complete drilling. Manual rotation used to complete placement. The events did not occur with the same device but we have not retained the second device so will focus on the incident involving the device I have. The malfunction of the driver did not contribute to the patient's current condition. The length of the delay before io access was established was seconds if at all.

Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. Nothing was noted in terms of physical damage. When the trigger was pulled, the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions per driver IFU (8048a rev. 04). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft^3) and hard (105 lbs/ft^3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: ref-003150) while applying approximately 8 lbs. Of force on a weight scale (ID: ref-002481). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft^3) insertion 1: 2.94 secs insertion 2: 3.06 secs insertion 3: 2.94 secs hard profile (105 lbs/ft^3) insertion 1: 4.50 secs insertion 2: 5.03 secs insertion 3: 4.94 secs the driver successfully negotiated both the medium and hard saw bone insertion testing. The complaint cannot be confirmed. Two ifus will be referenced for this investigation. The ez-io driver IFU (8048a rev. 04) states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining". The ez-io needle IFU (8087a rev. 04) states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." A review of the device history record found that the driver passed all the release criteria. The device was released in 05/2014 and is approximately 8 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. However, CAPA 322 has been initiated to further investigate the ez-io driver lost/low power issues that are associated with this reported complaint. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. However, CAPA 322 has been initiated to further investigate the ez-io driver lost/low power issues that are associated with this reported complaint.

Event description:
We have had two recent issues with an ez io driver failing at the point of use. It has been a number of years since we last had this problem and at the time we reported it to yourselves and the mhra. Additional information: while placing an io into a patient the drill lost power and was unable to complete drilling. Manual rotation used to complete placement. The events did not occur with the same device but we have not retained the second device so will focus on the incident involving the device I have. The malfunction of the driver did not contribute to the patient's current condition. The length of the delay before io access was established was seconds if at all.